Event description:
The manufacturer received information that a trilogy 202 ventilator that was returned to the manufacturer's service center for preventative maintenance was reported to have failed during bench testing. There was no patient involvement, and no harm or injury was reported. The device test failure issue indicated an urgent oxygen blending module (obm) accuracy issue and was resolved by replacing the obm printed circuit board assembly (pca). After the replacement of the obm pca, the device passed final testing.